Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) on the presenting electrogram (egm). Threshold test episodes stored in configured collection period were successful. Technical services (ts) recommended lv lead evaluation. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.